Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2015 with the following findings: during testing, the pump was powered on and the display screen appeared dim and discolored. The force sensor calibration and resistance both did not measure within specifications; the force sensor calibration was low and the resistance was high. The pump case was removed, and contamination was found on the force sensor plate. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed a force sensor calibration that was not within specifications, a force sensor resistance that was not within specifications, a contaminated force sensor plate, and a dim and discolored display screen. This report is made based on results of investigation completed on (B)(4) 2015.